Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the doctor that the customer was hospitalized due to high blood glucose levels, and he wanted to know if the insulin pump was functioning properly. The doctor was unable to troubleshoot. The customer later called for troubleshooting. The customer's blood glucose levels were above 300 mg/dl at the time of admission. The official reason for being hospitalized was diabetic ketoacidosis. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the time and date were not correct. Assisted the customer in programming the correct time and date. Nothing further was reported.